Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. These devices will continue to be monitored.

Event description:
It was reported that during device preparation and prior to use while the armada 35 balloon dilatation catheter (bdc) was being flushed outside the anatomy a leak in the distal portion between the guide wire exit notch and the balloon was observed. The device was not used in the anatomy; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.